Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. The device was not returned for evaluation. The definitive root cause of the reprocessing deviation could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the forceps/irrigation plug disassembling, cleaning, disinfecting, and the forceps stopper replacement were not done as described in the instruction manual leading to deterioration with use. The issue occurred during reprocessing. No health hazards have been reported as a result of this incident. There were no reports of patient involvement.